Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: end of line test performed on device, results compared to archived test results prior to release. No deviations of specifications or results were found.

Event description:
Country of complaint: (B)(6). Generator used on 3 consecutive occasions with pl720su single use handpieces. On each occasion we experienced significant bleeding from the very beginning, and on one occasion, the patient lost over 500ml of blood during a laparoscopic assisted vaginal hysterectomy (lavh). There was another occasion when we performed an open hysterectomy using pl730su. Where we again had significant bleeding from the very beginning. All handpieces were disposed of by facility.